Event description:
(B)(4). Severe abdominal pain, fatigue, sharp shooting pains in abdomen, unbearable stabbing pains before menstruation, abnormal periods, leg, back and pelvic pain..depression, irritability, unexplained bloating.